Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. The assignable cause is not determined. A batch review was performed for potentially associated lot (B)(4). No defects or deviations were found during the batch review that could be associated with the reported problem. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of poor aseptic technique and peritonitis with culture positive for gram positive organism in a male patient (born in 1949) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. It was initially reported that the cause of the peritonitis was either the cat got in the room or the bag was not flowing through the cycler correctly so it was disconnected. Treatment was not reported. The patient was recovering. On an unreported date, dianeal therapy was withdrawn. On 26sep2011 further information was reported by the nurse. The cause of the peritonitis was poor aseptic technique. On an unreported date, the patient was retrained. On an unreported date, the patient was on back up hd (hemodialysis) due to catheter positioning issues. On an unreported date, the patient recovered from peritonitis. On 12oct2011 product surveillance received updated information on follow up with the pd nurse (pdn). The pdn declined to provide details; however, clarified a cat was not involved and the incident had nothing to do with a bag not flowing through the cycler. The pdn stated "the peritonitis was caused by poor aseptic technique due to what the patient did with the product." The pdn verified that the events of poor aseptic technique and peritonitis were unrelated to dianeal therapy.